Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 10, 2024.

Event description:
Per the clinic, short circuits were noted on 3 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains.